Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the instruments could barely slide, making instrument exchanges very difficult. The surgeon had to constantly wet the instruments to be able to maneuver them through the trocars. The same issue occurred on the four units. The device was not changed, and continued to complete the case. There was no patient injury.